Event description:
Dexcom g7 cgm had data drop outs (not due to signal loss), instability, wildly not calibrated, multiple critical low blood sugar alarm with normal finger stick blood measurements and eventual failure before 10 days. Terrible unreliable product.

Event description:
Additional information received on 9/18/2023 for report number mw5145618 to change procode.